Manufacturer narrative:
Internal report reference number: (B)(4). Meter, test strips and control solutions were returned for evaluation. Product testing was performed and no defect found on returned meter and returned control. Defect found on returned test strips: control out of range. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 16-aug-2021 to ensure the replacement products resolved the initial concern. Able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for control results out of control range (high); daughter reported complaint on behalf of customer. Complaint was initially reported during follow-up call for replacement product sent on internal report reference number (B)(4). The customer is concerned with control test results from results obtained of 53, 54, 56 mg/dl (level one) and 129, 130 mg/dl (level two). The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/27/2023 and open vial date is (B)(6) 2021. Daughter requested replacement product of true metrix air instead of true metrix.